Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was unable to be evaluated because of a constant door not fully latched alarm. The upstream sensor was found to be failing with low fluid numbers and was replaced to ensure continued accurate occlusion detection. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.